Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. As the device was not returned for evaluation, the root cause for this event cannot be conclusively determined with the information provided. However, patient and procedural factors likely contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm pericardial aortic valve was reported with an 'impingement of the strut onto the left coronary ostia.' Per obtained medical records, after the 21mm pericardial aortic valve was implanted, it was noted that the lv had some wall motion abnormalities and became hypoactive. Lnotropes were started and a balloon pump was placed via the right common femoral artery with minimal improvement. It was thought that maybe one of the closure stitches at the left-most side of the atriotomy may have caught the strut of the aortic valve prosthesis and in some way this was causing impingement of the strut onto the left coronary ostia and so these sutures were removed. Within a few minutes, the left ventricle wall motion abnormalities resolved and the patient was able to wean significantly off the inotropes. Hemostasis was obtained and the chest was left open and an intra-aortic balloon pump placed in the operating room. The patient then received multiple transfusions of blood postoperatively, and was taken back to the operating room the next day for chest closure. At chest closure, the aortic prosthesis was also working very well and there was no appreciable paravalvular leak. The patient tolerated the procedure well and was taken back to the ICU in stable condition. The patient was discharged home in stable condition on post-operative day ten (10).